Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in taiwan as follows: it was reported that during surgery on november 1, 2023, after regular mixing, when the bone cement was pushed out, it hardened abnormally and only 2cc of bone cement could be pushed out. After using another new product, the patient had no adverse reactions. This report involves one traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the mixer of traumacem v+ bone cement injectable was found with hardened cement inside which could have been due to cement exposed to the external environmental conditions. No other issues were identified with the returned device. Retain test was performed by the vendor, osartis. The result of the testing revealed no deviations of product. Per the surgical technique vertecem v+. Prepare cement: hold the vertecem v+ cement kit upright and gently tap with the finger tip at the top of the mixing device in order to ensure no cement powder sticks to the cartridge and transportation lid. Precaution: during preparation, mixing and injection, always hold the mixing device by gripping the blue tube section located directly below the transparent cartridge. If the transparent part is held, the body heat provided by the users hand might speed up polymerisation and decrease the working time of the cement. Open the glass ampoule by breaking off its neck with the plastic cap 1. Place the opened ampoule in the ampoule holder in the vertecem v+ cement kit inner blister or on a flat, sterile surface. Hold the mixing device upright and make sure the blue handle is in its outmost position. Tap gently on its lid with your finger to ensure that no powder sticks to transportation lid or mixer walls. Remove the transportation lid from the mixing device and dispose of it. Pour the full content of the ampoule into the mixer and close it tightly with the separate mixing and transfer lid . Make sure that both mixing lid and the small sealing plug on top of it are securely tightened. Grip the mixer by the blue tube section. Start mixing the vertecem v+ cement by pushing and pulling the handle from endpoint to endpoint for 20 seconds (1¿2 strokes per second). Perform the first few mixing strokes slowly with an oscillating-rotating movement. Once properly mixed, the blue handle must be left in its outmost position. A dimensional inspection for the vertecem v+ cement kit was not performed as it is not applicable to the complaint condition. A functional test was unable to performed due to condition of the received device. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the traumacem v+ bone cement injectable was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A manufacturing record evaluation was performed, for the finished article lot. And no non-conformances were identified. Part#: 07.702.040s; lot no#: 3a53580; release to warehouse date: 01 jan 2023; expiry date: 01 jan 2026; manufacturing site: werk selzach; supplier: (B)(4). The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed, that traumacem v+ bone cement injectable was observed, with hardened cement inside the pump body of the cement mixer. Functionality issues cannot be assessed, though a photo investigation. The cement retain sample test was requested, to osartis for the finished device (07.702.040s/3a53580). And no deviations were found. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. The overall complaint was not confirmed, for traumacem v+ bone cement injectable. There is no indication, that a design or manufacturing issue has caused the complaint condition. And hence, the root cause cannot be determined. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained, that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.